Event description:
The core impaction drill overheated during a procedure, which was completed with a readily available spare device without any clinically significant delay, and no adverse consequences were reported.